Manufacturer narrative:
Block h6: problem code 1074 captures the reportable event of balloon burst. Block h10: investigation results a visual examination of the returned complaint device found that the balloon and the catheter did not have any visual defects and was in a good condition. It was noted that several quantity of contrast was in the balloon. Functional analysis was attempted to be performed; however, the balloon lumen was occluded and could not be unblocked. The balloon was then microscopically inspected and found that the balloon had a pinhole located near the ro marker at the proximal section of the body of the balloon. This failure is likely due to factors encountered during the procedure and/or the interaction with the scope that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used during a procedure performed on (B)(6), 2019. According to the complainant, during the procedure, it was noted that the balloon popped in the proximal end while in the bile duct stricture. Reportedly, the balloon was taken out and the procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon popped in the proximal end while in the bile duct stricture. Reportedly, the balloon was taken out and the procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Correction: block e1 (initial reporter name). Block h6: problem code 1074 captures the reportable event of balloon burst. Block h10: investigation results a visual examination of the returned complaint device found that the balloon and the catheter did not have any visual defects and was in a good condition. It was noted that several quantity of contrast was in the balloon. Functional analysis was attempted to be performed; however, the balloon lumen was occluded and could not be unblocked. The balloon was then microscopically inspected and found that the balloon had a pinhole located near the ro marker at the proximal section of the body of the balloon. This failure is likely due to factors encountered during the procedure and/or the interaction with the scope that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon popped in the proximal end while in the bile duct stricture. Reportedly, the balloon was taken out and the procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.